Event description:
Sales consultant reported a hardware removal, due to non union of the humerus. The ex humeral nail was successfully removed; along with end cap, spiral blade, and locking bolt. There were no locking bolt or screws in distal portion of nail. Reason for removal was mid shaft non union of transfer fracture. Surgeon plated the non union site with 3.5 lcp plate and screws. Patient experienced pain at fracture site. This is report one of four for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Implant date is unknown, approx. Between (B)(6) 2013. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti spiral blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. The investigation could not be completed; no conclusion could be drawn, as no product was received.